Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses. During deployment of the ipsilateral leg of rlt231216j, the leg was unintentionally landed into a right external iliac artery approximately 15 mm due to an insufficient push up of the leg. No treatment was performed. The patient will be monitored. The physician stated that as follows. There was no enough space at the abdominal artery. The device was pushed up but the vessel was also pushed up. It was difficult to push up only the device.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Problem associated with the device being positioned in a location other than intended or specified. Tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.